Event description:
The console was set-up with no problems. When the perfusionist started to deliver the cardioplegia, the unit alarmed error code 024. The perfusionist mixed the cardioplegia to use for the case. The procedure was delayed a few minutes.